Event description:
The customer reported that the touchscreen was locking. Qa inquired whether the touchscreen was unresponsive to touch with data still able to be monitored or whether the data itself was frozen on the touchscreen. The customer has been unresponsive to inquiries. Found at set up.

Manufacturer narrative:
Details of the complaint: the customer reported that the touchscreen was locking. Qa inquired whether the touchscreen was unresponsive to touch with data still able to be monitored or whether the data itself was frozen on the touchscreen. The customer has been unresponsive to inquiries. Found at set up. Investigation conclusion: multiple follow-up requests were sent to the customer but they were unresponsive. A definitive root cause could not be determined since we could not confirm further troubleshooting nor resolution details. Possible causes may include presence of debris on the screen, electrostatic discharge from other nearby devices, inadequate power grounding, or touch panel failure. Touch panel failure can occur due to physical damage or fluid intrusion from user mishandling, electrical damage from outages or surges, or wear-and-tear. Review of the complaint device's serial number does not show recurrence or other similar complaints. The following fields are not applicable (na) to the MDR report: d4: lot number & expiration. G4: device bla number. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as the customer was unresponsive to all inquiries attempts to obtain other complaint information further attempts to get additional device information was not made. Bedside monitor bsm-1700 series, model: ni, sn: ni. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes. H11: additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the touchscreen was locking. Qa inquired whether the touchscreen was unresponsive to touch with data still able to be monitored or whether the data itself was frozen on the touchscreen. The customer has been unresponsive to inquiries. Found at set up. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as the customer was unresponsive to all inquiries attempts to obtain other complaint information further attempts to get additional device information was not made.

Event description:
The customer reported that the touchscreen was locking. Qa inquired whether the touchscreen was unresponsive to touch with data still able to be monitored or whether the data itself was frozen on the touchscreen. The customer has been unresponsive to inquiries. Found at set up.